Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer declined to troubleshoot the occlusion. Customer¿s blood glucose ranged between 375 to 543 mg/dl. Cause of the 543 mg/dl bg was not known. Elevated blood glucose was addressed by a manual insulin injection and a bolus via the pump.